Event description:
The following information was reported to kci by the director of nurses: on (B)(6) 2012, the nurse reported that the left heel was macerated due to v.a.c. Therapy was not holding a charge. When the nurse was going to perform wound care it was noted that the unit was off. On an unknown date, the patient was administered anesthesia and sharp debridement was performed.

Manufacturer narrative:
This report is being filed due to possible user error. On (B)(6) 2011, the device was tested per quality control (qc) procedures. The unit passed qc checks and met specifications. On (B)(6) 2011, the unit was placed with the patient. On (B)(6) 2012, the device was returned to the kci service center for evaluation. The unit functioned properly. Device labeling, available in print and online states: never leave a v.a.c. Dressing in place w/o active v.a.c. Therapy for more than 2 hours. If therapy is off for more than 2 hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c. Dressing from an unopened sterile package and restart v.a.c. Therapy, or apply an alternative dressing at the direction of the treating physician.